Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation, and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time. The device was not returned.

Event description:
According to the available information, though not verified the inflatable penile prosthesis was implanted on (B)(6) 2009, and revised on (B)(6) 2020, exchanging the cylinders only for a larger size. Additional information received indicated that the device was disposed of per hospital policy. No product was received for evaluation. As examination of the components may not conclusively confirm or disprove the report of replacing for a larger size, quality accepts the physician¿s observations as to the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances, and capas revealed no trends for this lot.